Manufacturer narrative:
(B)(4). Results of investigation: carefusion performed testing on the unit. All testing was performed using a known good test patient circuit, as well as a known good ac adapter. The ventilator passed an extended test run using the customer¿s settings. The ventilator failed the ltv final test for non-conformities with flow performance test and the calculated tidal volume average. These slight non-conformities would not result in a failure to ventilate properly. The event trace was downloaded for review and the alarm codes found in the event trace all fall into what are considered non-critical alarms. These alarms are considered to be typical alarms that normally occur during patient ventilation. The incidence counts for these alarms appear to be consistent with the usage time for the particular power-on/power-off sequence. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the patient was in her wheelchair on the ventilator and the nurse found her unresponsive. The patient was moved to the floor and CPR was administered. Emergency medical service arrived and took over care. About an hour later, the patient was pronounced deceased.